Manufacturer narrative:
Additional information was received on november 28, 2022. Replacement with a 215cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 20, 2022. An explant is scheduled for (B)(6), 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.reason for device explant and/or reoperation: capsular contracture/rupturemanufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced left-sided capsular contracture (grade unknown) and rupture postoperatively. Mammogram and ultrasound indicated left-sided rupture. The diagnosis was confirmed based on physical examination and the pre-operative scans (mammogram and ultrasound). At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information.

Manufacturer narrative:
The impacted product was received by the failure analysis on november 29, 2022. The investigation of the returned device was completed by the failure analysis lab on (B)(6)2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, shell wear was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).